Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient described the skin reaction as an oozing, red and blistering rash directly under the adhesive patch. Patient treats the affected area with prescription steroid cream, prescribed by the patient's dermatologist in 2014. Patient does not recall exact date of intervention but reported that it was roughly 2 years ago. At the time of contact, patient reported current condition as "ok". No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.